Event description:
The customer contacted physio-control to report that their device didn't respond to any of the buttons being pressed when they were monitoring a patient. The ambulance crew turned the device off and back on, they took out the batteries and put them back in, but the device still did not respond. They then slapped on the device firmly and the device responded normally again. There was patient use associated with the reported event however, no patient details or information about the outcome were provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The device was opened and checked for loose cables and/or connectors, but no discrepancies were observed. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.